Manufacturer narrative:
The hill-rom tech found the communication cable was disconnected at the bed. Per the hill-rom user manual, warning: a communication cable must be used for bed that have nurse call. Failure to do so could cause pt injury. For beds that have nurse call systems, a communication cable must be connected between the bed and facility communication system. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unk if the facility performed any other preventative maintenance on this bed. The tech reconnected the communication cable to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the nurse call function was not working. The bed was located at the account in (B)(6). There was no pt/user injury reported. (B)(4).